Event description:
Pt presented with painful hip over a period of 6 months postoperatively, following a margron hip replacement. Revision surgery was carried out to remove the (non-portland orthopaedics) acetabular cup for unk reasons. The margon femoral neck and head were also replaced during the procedure due to scratching from the removal of the cup. This event was not related to the margron hip replacement.

Manufacturer narrative:
After complaints of thigh pain, the pt was initially told to rest, followed by swimming and gentle exercise to help build up muscles. This was to be followed up by a surgeon after a 2-6 month period. It was noted that the pt also had a urinary tract infection, which may have contributed to the pain. However, due to persistent pain the acetabular cup from another manufacturer was exchanged. The neck and ball were revised during the revision due to scratching from the removal of the cup. The cup was not a portland product (lima cup - lining exchanged during revision). The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the us pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.